Event description:
Rash needed med; used dexcom since november last four sensors so 40 days, I have a really bad rash under the site where dexcom was placed. Site itches while applied and after it comes off. FDA safety report ID# (B)(4).